Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was unresponsive and paramedics were called on (B)(6) 2014. Customer went low and did not hear the alarm. Customer's blood glucose level was undetectable by the meter. Customer was not admitted to the hospital. Customer's blood glucose level tends to fluctuate a lot at night. Customer is sensitive to insulin. Customer thinks their blood glucose level was 20 mg/dl. Customer stated that the glucagon eventually kicked in and she was able to get her blood glucose levels back up. Customer stopped using the continuous glucose monitoring system and went back to dexcom. No further assistance needed.